Event description:
The customer reported that their central nurse's station (cns) is getting a message stating "all alarms off" which is not going away. They also reported that it appears that their cns is readmitting old patients out of nowhere and without staff input. The device reboot did not resolve the issue. No harm or injury occurred.